Manufacturer narrative:
The biomedical engineer (bme) reported that the central nurse's station (cns) has experienced a hard drive (hdd) failure. They stated that the unit will not boot up through the windows os system and will just read a notice on the left corner with a black screen stating that an os could not be detected. They were monitoring 16 patients. No patient harm was reported. Attempt #1: (B)(6) 2021 emailed customer via microsoft outlook for all items under the no information section. No reply was received. Attempt #2: (B)(6) 2021 emailed customer via microsoft outlook for all items under the no information section. No reply was received. Attempt #3: (B)(6) 2021 emailed customer via microsoft outlook for all items under the no information section. The customer responded that they do not have patient or additional device information. Additional device information: concomitant medical device field contains no information (ni), as attempts to obtain information were made, but not provided.

Event description:
The biomedical engineer (bme) reported that the central nurse's station (cns) has experienced a hard drive (hdd) failure. They stated that the unit will not boot up through the windows os system and will just read a notice on the left corner with a black screen stating that an os could not be detected. They were monitoring 16 patients. No patient harm was reported.